Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the j-tube became impossible to rinse. No damage was noted to the tube however the tube was dislocated and manually put back into place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - the reported event of j-tube migrated. (B)(4) - the reported event of difficult to rinse j-tube.the complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.